Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two sudden episodes of low blood glucose while using the ilet, including a drop to 45 mg/dl at home and a second drop to 50 mg/dl later the same day; the user treated with oral carbohydrates, paused and then disconnected from the pump, and reported physical activity around the time of the first event, while the second event occurred despite minimal basal delivery and no meal announcement for a hot dog with bun, and no device component issues were identified. Symptoms included hypoglycemia with sweating, shaking/tremors, confusion/disorientation, anxiety, and lethargy. Outcomes included the need for oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.